Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving 60 mg/ml morphine at 53 mg/ml via an implantable pump for non-malignant pain. It was reported that the patient had withdrawal symptoms and was needing to take oral pain medications. It was stated that the catheter was occluded and had some crystallization of the drug and the hcp cleared that at the time. The day after it was cleared, the patient was again complaining of withdrawal symptoms. The patient had a recent refill and the expected residual volume was 9 ml and the actual residual volume was 11 ml. The pump logs were checked and no alarms were in the logs. The event date was noted to be (B)(6) 2018. No further issues were reported or anticipated.